Event description:
In 2009, the sales representative reported that the part was not functioning correctly when he received it. Additional information received the following day, via telephone, the sales representative reported that during surgery the surgeon was attempting to shear off the closure top when the driver would not hold the closure top. The surgeon had to retrieve the closure top from the wound. The surgeon finished the case with the other driver that was in the kit. There was no delay in surgery.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.